Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer continued to use the pump for insulin therapy. It was also reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter and the tandem-provided usb charging cable. There was no reported adverse impact to the customer. A new wall adapter and usb cable was sent to the customer.